Event description:
It was reported by the rep that the (1) tx30b was used during a low anterior resection procedure. It was reported that the surgeon fired the device and transected the sigmoid colon. Rep reported that the staple line came apart when the cdh33 was inserted and approached the anastomotic stump. The surgeon felt that the staples were fully formed. The surgeon put in a purse string suture to complete the anastomosis with the cdh33. The or time was extended by (5) minutes.